Manufacturer narrative:
A4: patient weight: 67.8kg. E1: initial reporter phone: (B)(6).

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left coronary artery. A 28 x 3.00 mm promus premier drug-eluting stent was advanced for treatment. However, the device could not be pulled out during withdrawal. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left coronary artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, the device could not be pulled out during withdrawal. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
A4: patient weight: 67.8kg. E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6). Investigation results: device analysis findings: a promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. Visual and tactile inspection found no issues on the hypotube. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis found no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. The device could be loaded on a 0.014 test guidewire with no issues. The device could be loaded along a 5f guide catheter with no issues. The balloon could be inflated to rated burst pressure of 16 atmospheres and the stent deployed with no issues. The balloon was also deflated and removed from the 5f guide catheter with no issues. The encore device was verified before and after use using the druck gauge. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the complaint information available. It was reported that difficulty removal occurred. Device analysis could not confirm the reported event. No device issues were identified during returned product analysis. The device could be loaded and tracked along a 5f guide catheter and 0.014 test guidewire with no issues. The balloon could also be inflated to its rated burst pressure and removed from the guide catheter with no issues.